Event description:
A malfunction was reported by the customer on the tandem pump, specifically identified as malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with this process. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to contact technical support again if the malfunction code appeared in the future.